Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during drain four of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient line became disconnected from the transfer set due to a loose connection. Renal technical services assisted the patient to clear the alarms and advised informing the registered nurse of the alarm. There was no patient injury or medical intervention associated with this event. In a follow-up call, the patient stated that they had replaced the transfer set with new one. No additional information is available.